Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The device returned with the handle taken apart. The outer shaft, middle shaft, inner liner and the proximal inner were all taken out of the device in one piece. There was a slight kink on the inner liner. There was also a kink noticed on the mid-shaft at the retainer clip. No damage was noticed on the remainder of the components. The pull handle showed that some of the teeth had been damaged. The stent was not returned with the device. It was noticed that the pawl spring was bent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment difficulty and stent damage occurred. Vascular access was obtained via a contralateral approach at the left common femoral artery. The 90% stenosed target lesion was located in the moderately calcified right superficial femoral artery (sfa). After predilation with a 5mm balloon catheter, a 6mm-200mm/130cm innova¿ stent was advanced over a .035"x260cm starter bentson guidewire to the target lesion. After deploying using thumbwheel with normal force until white arrow was visible, blue handle was pulled back but stent failed to deploy completely leaving about 60mm still constrained inside the proximal delivery catheter. Approximately 140-150mm was deployed. The delivery handle was opened and deployment was completed manually. Final imaging showed about 2-3cm of stretch on the stent in the proximal 1/3 of the implant. This elongation was about 4cm from the proximal end of implant. No complications were reported and the patient recovered without incident.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment difficulty and stent damage occurred. Vascular access was obtained via a contralateral approach at the left common femoral artery. The 90% stenosed target lesion was located in the moderately calcified right superficial femoral artery (sfa). After predilation with a 5mm balloon catheter, a 6mm-200mm/130cm innova¿ stent was advanced over a .035"x260cm starter bentson guidewire to the target lesion. After deploying using thumbwheel with normal force until white arrow was visible, blue handle was pulled back but stent failed to deploy completely leaving about 60mm still constrained inside the proximal delivery catheter. Approximately 140-150mm was deployed. The delivery handle was opened and deployment was completed manually. Final imaging showed about 2-3cm of stretch on the stent in the proximal 1/3 of the implant. This elongation was about 4cm from the proximal end of implant. No complications were reported and the patient recovered without incident.